Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred intermittently during the load process. Customer was unable to clear the alarm and reverted to manual injections for insulin therapy. The customer's blood glucose (bg) level was 502 mg/dl. High bg was caused by the customer underestimating the amount of insulin necessary for the amount of carbohydrates consumed. The customer delivered insulin via manual injections to address the high bg.